Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. We have entered a complaint regarding the ¿needle that got dislodged from the suture¿ as a needle pull off complaint. Is this the needle that was dropped into the patient? Regarding the event description ¿one of the needle was cut when the surgeon tied a knot¿: is this a complaint regarding another needle for needle breakage? Please explain which needle of the double arm or suture is being returned for analysis? How did the surgeon determine the needle was located on lung? Where on lung is the needle located (surface or interior)? Are there any plans to remove the needle? Has there been any medical or surgical intervention performed post-op? What is the surgeon opinion as to the consequence to the patient for needle on the lung? What are the patient age, gender, weight, medical and surgical history? Do you have any photos of the needle on the lung? What is the current condition of the patient? Additional information was requested and the following was obtained: please confirm event date ¿ was not revealed by customer. Did the needle that pulled off /got dislodged from the suture fall into patient? If yes, was it retrieved? And how? ¿ yes needle dislodged from the suture and fall into patients and it was not retrieved. The surgeon is aware of it and closed after failed looking for it. Where was the needle grasped prior to the needle breakage (ie. Swage, central portion of needle)? The nurse can¿t recall. Any additional measures were taken to retrieve the broken piece/pieces? ¿ attempted to retrieve the needle using a magnetic device but could not locate it. Were x-rays taken to locate the needle piece(s)? No information. What tissue structure is the needle located? Patient¿s lung. Are there any plans to remove the needle? If yes, please provide details. Did not reveal. Has there been any medical or surgical intervention performed post-op? No. Is there any adverse patient outcome/patient consequences reported post-op? Yes. Alerted ministry of health (pending clarification from sales rep). Relevant patient medical and social history (previous surgeries, obesity, diabetes, alcohol consumption, smoking, immune deficient or immune -compromised). Not informed. Any actual unused/rep samples available to return for evaluation? ¿ yes, received on 29-nov-2016 may I clarify the question below: is there any adverse patient outcome/patient consequences reported post-op? Yes. Alerted ministry of health. How is the patient now? Are there any side effects suffered by the patient as a result of the needle being left in the lung?

Event description:
It was reported that the patient underwent a CABG procedure on (B)(6) 216 and the suture was used for vessel anastomosis. During the procedure, the needle got dislodged from the suture. Then a nurse noticed that the needle got left on the glove of the surgeon and alerted him. The surgeon's immediate reflex dropped the needle on the patient's chest and got lost. A magnetic device was used to allocate the missing needle, but eventually, the patient was closed without allocated the needle. The needle has not been retrieved and remains in the patient's lung. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: we have entered a complaint regarding the needle that got dislodged from the suture as a needle pull off complaint. Is this the needle that was dropped into the patient: yes; regarding the event description one of the needle was cut when the surgeon tied a knot: is this a complaint regarding another needle for needle breakage: no. The complaint was regarding the needle which broke off the suture and dropped into the patient; please explain which needle of the double arm or suture is being returned for analysis: a representative suture from the same box was returned for investigation. The representative suture has been shipped. The representative sample was examined for visual inspection and no defects were found on the packing; the sample was opened and the needles were attached to the suture. The swage area of the needles-suture was examined for visual inspection attribute defects and no attachment defects were noted. This product code is double armed the suture was dispensed without problems and examined along of the strand and no defects or damage were found. According the sample conditions, no attachment defects were observed and the sample met the finished goods requirements.